Event description:
Customer states the system stopped fluoring during case and would not work properly after re-booting. A second c-arm was brought in to finish the case and the case finished successfully. There was no patient injury reported with this issue.

Manufacturer narrative:
The service rep could not duplicate the problem. He looked for loose connections and tested power supplies but everything checked good. He replaced the interconnect cable upon receipt, as a proactive step and tested. System performs as intended.